Manufacturer narrative:
Section 'device' information references the main component of the system and other applicable components are: product ID: 3708660, serial# (B)(4), product type: extension; product ID: 3387s-40, lot# va197kd, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient's revision was cancelled due to unrelated heart issues and would be evaluated when cleared by cardiology. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the patient was added to the surgery schedule for (B)(6). No further complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for movement disorders. It was reported that a hcp told the rep that the patient was scheduled for an MRI the next morning. It was stated that the patient¿s left lead had high impedances and noted testing was done at 3v. The caller stated that because of the impedance values the patient¿s surgeon had a revision scheduled for tuesday. The caller stated the surgeon said they were going to start by testing the extension, and if that wasn¿t the problem they would replace the lead. Contact 0: 760 contact 1: 6500 contact 2: 6281 contact 3: 7835 there were no further complications reported.

Manufacturer narrative:
Other applicable components are: product ID: 3708660, serial# (B)(4), product type: extension; product ID: 3387s-40, lot# va197kd, product type: lead. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 02-aug-2020, UDI#: (B)(4); product ID: 3387s-40, serial/lot #: (B)(4), ubd: 18-apr-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for movement disorders. It was reported that a hcp told the rep that the patient was scheduled for an MRI the next morning. It was stated that the patient¿s left lead had high impedances and noted testing was done at 3v. The caller stated that because of the impedance values the patient¿s surgeon had a revision scheduled for tuesday. The caller stated the surgeon said they were going to start by testing the extension, and if that wasn¿t the problem they would replace the lead. There were no further complications reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial# (B)(4), product type: extension, product ID: 3387s-40, lot# va197kd, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the rep was at the patient¿s revision surgery today and the hcp thought that the patient had an extension issue, but it turned out to be a left lead issue, and the lead was replaced. There were no further complications reported.